Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Patient date of birth reported as (B)(6) 2009. PMA/510k: this report is for an unknown trolley rod/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient experienced curve progression between 2 and 4 years follow-up. Although indicated that final fusion was always planned, it appeared that this surgery was done due to curve progression. This report is for an unknown trolley rod. This is report 2 of 2 for (B)(4).

Event description:
Device report from depuy synthes reports an event in united kingdom.